Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that back up battery error occurred and to call the hospital. Alarm was observed on (B)(6) 2022 at 11:00 pm. There were no alarms on the device interrogation nor on the last 6 alarms on the controller. Log file submitted captured several random backup battery events throughout the log. One on (B)(6) 2022 at 2141, (B)(6) 2022 at 2327, and a couple on (B)(6) 2022 at 2326 to 2328. These events were transient and appeared to resolve on their own. The patient was doing well; however, the system controller was exchanged as a precaution and recommendation. No additional information provided. Related MFR# 2916596-2022-00986.

Event description:
Additional information states that patient¿s controller (B)(6) was replaced for an upgraded controller. It was not in use and had no issues and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the backup controller was returned for evaluation and is associated with an event where backup battery fault became active on the primary controller. The downloaded log was consistent with system controller (B)(6) being the patient's backup controller as the captured events were not associated with pump operation. There were no backup battery issues (faults) captured within the log file. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. The returned controller was found to function as intended. No alarms were reproduced while testing. The root cause of the reported event cannot be determined through this analysis and cannot be correlated to an issue with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 22dec2017. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.